Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had exhibited a gradual increase in impedance into a high range. Thresholds had also increased into a high range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was 2337 ohms on 2014 (B)(6) and has been rising since (B)(6) 2013.

Event description:
The rv lead was later capped and replaced due to the high thresholds. The right atrial (ra) lead was also capped and replaced due to high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.